Manufacturer narrative:
Covidien reference: (B)(4). The service engineer (se) inspected the ventilator and replaced the keyboard. The ventilator then passed all testing.

Event description:
It was reported that during patient use, a ventilator generated a device alert. The patient was transferred to an alternate ventilator. The patient was not harmed as a result of the event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.